Event description:
A report was received that the patient was having groin and thigh pain which described as shooting sensitivity to touch following a revision procedure (MFR report #: 3006630150-2017-02776). Computerized tomography (CT) scan was taken and showed pocket site hematoma around the battery pack that was consistent with the recent surgical procedure. The patient underwent a pocket revision procedure and was doing well postoperatively.